Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "replace sensor" message with the adc device. The customer was contacted and reported that due to this issue, they lost consciousness, requiring treatment of glucose and juice by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform a "replace sensor" message with the adc device. The customer was contacted and reported that due to this issue, they lost consciousness, requiring treatment of glucose and juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed. This was consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.